Event description:
It was reported that, since implant of the patient¿s implantable neurostimulator (ins) in 2012, they have had ¿great difficulty¿ on coupling the recharger to the ins. Specifically, when the patient recharged, they had to bend forward while lying on their side while a family member pressed on the recharger antenna to get even 4 to 6 coupling bars filled in. The connection was noted as very positional so that if the patient moved or if the pressure on the antenna was reduced the connection would be lost. It was also noted that the ins was much deeper than 1 cm and that the inferior portion (which contained the recharging coil) was tilted inward (anterior) and very deep. The patient got tired of the recharging issue and stopped using the ins at least 10 months prior to the report. The patient did not notify their physician or the manufacturer¿s representative of the coupling difficulties issues. The patient was met by the manufacturer¿s representative in the doctor¿s office on (B)(6) 2014 where the first overdischarge was confirmed on the patient¿s ins. A physician mode recharge (pmr) with a trickle charge for 2 sessions of 60 minutes with no conversion to a regular recharge and did not successfully reset the device. The patient needed to leave the appointment and continued attempting pmrs at home 4 more times that afternoon and evening with no success (provided to the representative at a later appointment on (B)(4) 2014). The patient¿s ins pocket depth and location were assessed by the nurse practioner (np) where it was agreed that a pocket revision was needed along with replacement of the ins since the current device location hindered any possibility of pmr, recharge, and a power-on-reset (por). It was noted that the patient experienced less than 50% therapy relief at the device pocket during the event. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 8591-38, lot# d21517, implanted: (B)(6) 2012, product type accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
Additional information received about 7 weeks later reported that no date for the revision had been set yet. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received about 1 week later reported that no revision surgery had been scheduled yet. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.